Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction resulted from a jammed or obstructed pocket lid. A field service engineer inspected all bus and cable connections, as well as the standard operation of the drawer or pocket, and no additional issues were found. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.